Event description:
Information received indicates the bed has trouble rising due to a broken weld and slide on the foot hi/low lift arm.

Manufacturer narrative:
The technician replaced the lift arm weldment to repair the bed.